Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (treatment event) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 08/31/2015, electrode belt: 09/16/2016.

Event description:
A us distributor contacted zoll to report that a patient experienced an appropriate defibrillation event consisting of two shocks on (B)(6) 2019. The patient fell and allegedly hit his head and cannot recall what occurred at the time of the treatment event. No further information is known regarding the severity of the alleged head injury. The patient was unconscious at the time of the treatment event. The response buttons were not pressed during the event. Per review of the continuous ECG download data, the lifevest delivered an appropriate treatment at 10:56:17 while the patient was in ventricular fibrillation (vf). The post shock rhythm was asystole for fourteen seconds transitioning to bradycardia at 40 bpm. At 10:59:28 the lifevest delivered a second defibrillation shock while the patient was in vf. The post shock rhythm was asystole for five seconds transitioning to bradycardia at 30 bpm. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient went to the hospital following the treatment. It was reported that the patient was then transported to another hospital to receive an ICD. There was no death or device malfunction associated with the appropriate defibrillation event. Reporting out of abundance of caution due to the alleged head injury.